Manufacturer narrative:
One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: 1110mi] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided. Device sample was then sent to (B)(6) research engineer for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. Results show that this device is within the specified hardness guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw driver tip broke in the screw on insertion of the screw. The screw was set correctly but the tip stayed behind inside the screw.